Event description:
Reported alleged blood glucose result measured 327 mg/dl at 5:10pm on the advantage system so customer took normal 20 units of rapid based acting insulin regardless of the reading about 5:30-6:00 pm. Reporter stated the customer's son was unable to contact customer so emergency medical technicians (emts) were called between 6:45 & 7:00 pm however, their arrival time and to what location was not provided. Emts reportedly took a glucose reading however, the value was not known and customer was taken to the hospital where their result was 28 mg/dl. The time customer was transported to the hospital was not known however, customer was kept overnight and any treatment received while there was not known. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter serial # unknown and comfort curve test strip lot number 549502 with an expiration date of 01-31-08.

Manufacturer narrative:
The suspect product is the comfort curve test strips.